Manufacturer narrative:
Unit received with intermittent button response during testing due to moisture damage on keypad traces. No button error alarm noted. Unit communicated properly with glucose sensor simulator test. No lost sensor alarm or calibrations anomaly noted. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.